Manufacturer narrative:
Sample analysis: the device was returned with the embolization coil detached from the delivery pusher. The delivery pusher was not returned for eval. The attachment tether that holds the implant intact with the delivery pusher was broken. The tether had evidence of being detached by the detachment controller. The implant is completely stretched. Root cause analysis: the root cause of this complaint could not be determined. The entire device was not available for eval.

Event description:
It was reported that following the deployment of the embolization coil into the internal iliac artery, the coil migrated. The user indicated the coil did not take secondary shape. The coil was retrieved using a goose neck snare. There was no clinical sequelae.